Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to some unknown reasons. Post-op, the implanted screw head broke. Patient underwent revision surgery for the removal of the broken screw. During revision surgery, non unions were also discovered at l5/s1 and t9/10.

Manufacturer narrative:
Product analysis results: visual optical microscopic visual and optical examination of the bone screw confirms breakage approximately 1 thread from the base of the bone screw head. Microscopic examination identified a very rigid fracture surface. The head of the screw has some deformation and the first few threads have been damage possibly from the removal process. Microscopic and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some fracture surface smearing is noted dimensional examination of the bone screw neck orientation suggest maximum angulation may have been exceeded as the bone screw will no longer pivot. Dimensional examination of the major diameter verified conformance to print specification. This type of damage is consistent with torsional overload during the removal process. If information is provided in the future, a supplemental report will be issued.